Event description:
A consumer reported experiencing blurred vision following intraocular lens (iol) implant surgery. In a follow-up, the consumer further reported that she had bilateral implant surgeries; and that within a few days after the surgery for the second eye (left eye), she noticed her vision for both eyes is "deteriorating" and the two eyes interfere with each other. She also reported experiencing dizziness. In a follow-up with the surgeon, he reported that the device did not cause/contribute to event. A refractive enhancement procedure (unspecified) was performed. Eventually, the iol was exchanged. There are 2 medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.this report was mailed to FDA on: (B)(6)2010. The manufacturer internal reference number is: (B)(4).